Event description:
A female pt underwent a peripheral intervention in 2008. The initial stick was reportedly complicated, including multiple sticks, a high stick, and an antegrade approach at the right cfa. Pre-procedure bp was 155/56, and 2500 units of heparin was administered. The pt reportedly tolerated the procedure well, however, bp dropped to 105/50 towards the end of the cath procedure. The physician proceeded to use the mynx device in which there was some bleeding noted post procedure. Adjunctive manual compression was held and hemostasis achieved. Approx. 4 hrs later, the pt's bp continued to drop and a CT scan documented retroperitoneal bleed. The pt was sent back to the cath lab, however, contralateral access could not be obtained, so the physician achieved access through the right sfa. A covered stent was deployed in the right cfa, and the physician successfully closed the sfa with the mynx device achieving hemostasis. The pt reportedly tolerated the procedure well and without complication.

Manufacturer narrative:
The device was not returned to aci for evaluation and the device lot number was not provided for lot history review. Based on the info provided and the investigation performed, the root cause of the retroperitoneal bleed could not be determined, however, the complicated initial access to the cfa could have been a contributing factor. Per the mynx IFU, "do not use the mynx vascular closure device if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram to verify the location of the puncture site." In addition, "do not use the mynx vascular closure device if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed.